Manufacturer narrative:
The creatinine jaffe gen.2 (compensated) reagent lot number is 83646301, and the expiration date is 30-jun-2026. A field service engineer (fse) determined that the syringe seal was worn out and replaced it and cleaned the water container. The controls were approved following the maintenance. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 (compensated) results from the cobas c 111 analyzer. Patient 1's initial result was 3.64 mg/dl, and the repeat result was 0.65 mg/dl. The doctor questioned the initial result as it did not match the patient's clinical condition. The repeat result was deemed to be correct. Patient 2's initial result on (B)(6) 2025 was 3.91 mg/dl, and the repeat result was 0.94 mg/dl. The repeat result was deemed to be correct. The initial result was not released outside of the laboratory.